Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized prior to or at the time of death. Treatment for the peritonitis event was not reported. It was not reported if peritoneal dialysis therapies were ongoing up until the time of death or if peritoneal dialysis therapies were being performed with a baxter healthcare device and/or baxter healthcare solution(s) at the time of death. The patient was not recovered from the peritonitis at the time of death. The cause of death was reported to be cardiac failure, peritonitis, and septic shock and it was not reported if an autopsy was performed. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. (B)(6). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.